Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: after an implantation period of approx. 127 months rv noise and loss of capture was reported. A lead damage was confirmed through x-ray. The lead was capped and left in the patient.